Event description:
Olympus was reported that the probe tip broke. Olympus followed-up to obtain additional info. It was confirmed that the probe broke outside the pt body. No more info has been obtained.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for eval. The mfg history was reviewed, with no irregularities noted. Based on the past similar cases with the same model, it is highly likely that since the device was grasping a thick and hard tissue and activated while twisting the tissue, the ptfe pad was unevenly worn and the probe and jaw came into contact with each other. That caused the device a scratch occurred. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. Even when falling off outside the pt body recurs, it would never lead to falling off inside the pt body. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.